Manufacturer narrative:
Date rec¿d by MFR : 10jul19, date of report : 31jul 2019. During evaluation the field service engineer(fse) confirmed that the ventilator produced a "check ventilator" alarm due to a battery fault. The fse also found that the ventilator's navigation ring was faulty. The fse replaced the flow sensor assembly to address the air flow accuracy test failure, the battery to address the faulty battery and the front bezel to address the faulty navigation ring. The fse also replaced the top cover, rear bezel, front panel assembly, base assembly, end cap and the side panel. The ventilator successfully passed functionality testing after the repair was completed and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09oct2019; b4: 14oct2019. The replaced gds (gas delivery system) was returned and failure investigation was performed on (B)(6) 2019. The gds was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator's air flow accuracy test failed. The customer also reported that the ventilator's front and top covers, rear bezel, air filter blue cover, end cap and battery require replacement. There was no patient or user involvement.